Manufacturer narrative:
(B)(6). Not in manufacturing mode. Unit received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to complete functional test due to pump error 38 alarm. Unit also received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched case.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart. Customer's blood glucose value was 200mg/dl. Customer was replacing the pump since customer was stuck in a restart loop. Insulin pump will be returned for analysis.